Event description:
Pt reported their ss meter/hcp meter comparison blood glucose reading were 346 mg/dl (ss) versus 216 mg/dl (hcp), respectively (60% diference). Pt reported that pt had "passed out". No other info was provided. The pt's meter was exchanged for a fasttake meter. Lsf rep reviewed quality control procedures for the fasttake meter. There was no allegation of harm.